Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the complaint review, there is no indication of a lot specific product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the right coronary artery (rca) with heavy calcification and mild tortuosity. After pre-dilatation, the 3.5x48mm xience xpedition stent delivery system (sds) was advance to the target lesion and the stent was implanted. However, during post dilatation a distal edge dissection was noted. Therefore, a 3x28mm xience sierra stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.